Event description:
It was reported that "when advancing screw locking ring popped off of plate. The ring was taken out of the patient and put on back table. Dr (B)(6) left the screw in the platelet."

Manufacturer narrative:
Method: complaint history analysis and risk assessment was completed. Results: the product associated with the incident remains implanted and no product inspection or metallurgical study was possible to evaluate the failure mode. Complaint history analysis: 3 previous records for similar issue. The investigation into past complaints concluded that the failures were the result of a helical-jack effect whereby the screw being inserted does not directly enter into the bone and subsequently creates a lifting force on the locking ring. Risk assessment: there were no reports of any adverse consequences to the patient and the surgery was successfully completed. Conclusion: while the reported failure is believed to be the result of the user over-angulating the screw during insertion, no definitive conclusion can be drawn in this case due to the lack of information. Should the device be explanted in the future and additional information becomes available, this will be reported as supplemental.